Event description:
I litigation papers allege the patient suffered great pain, immobility, and disfigurement. Papers also allege excessive levels of chromium and cobalt blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Eval summary: not received.

Manufacturer narrative:
Additional information and corrected: brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date.